Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital with pocket infection to the wound site. The system was extracted and replaced. The patient was treated with antibiotics and discharged from the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.